Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department because the patient felt like their implantable pulse generator (ipg) was giving them a shocking sensation. A remote monitor report was sent. Information received on the remote transmission was reviewed by qualified personnel. It was discovered that the right atrial (ra) lead had triggered a low unipolar impedance alert. The right ventricular (rv) lead had triggered an alert for high thresholds and displayed potential far-field oversensing of the atrial signal. It was noted that the patients rv lead is positioned for his bundle pacing. Follow up was conducted and no reprogramming was completed at this time. The ipg system remains in use. No patient complications have been reported as a result of this event.